Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed the cartridge to address the issue. There was no adverse impact to customer¿s blood glucose level.